Event description:
Received follow up information stating that patient experienced blood loss during drain due to the catheter being displaced while performing physical therapy. Patient went to the emergency room and the issue has resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).